Manufacturer narrative:
UDI related data quality updates only correct d4 and h5 content to match gudid.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. As of the date of this report, the device has not been explanted, product is unavailable for evaluation. Lot number details are unavailable. Imagery is not available. A definitive root cause cannot be determined. If additional information relevant to the investigation or other content of this report is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2024-00009; 3014680795-2024-00010; 3014680795-2024-00011; 3014680795-2024-00012; 3014680795-2024-00014.

Event description:
It was reported that a patient who underwent sternal closure using a variety of plates and screws following a coronary artery bypass graft surgery in (B)(6) 2023 was observed with instability in the lower portion of the sternum at a subsequent follow-up appointment more than a year later. A sternal dehiscence is present with implants dislocated from their intended position. No follow-up surgery is planned.